Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Gravity testing and functional leak testing found that the product met specification and did not detect the reported leak. The evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked while priming the device with sodium chloride. There was no patient involvement reported. No additional information is available.